Event description:
The right front wheel of the rollator reportedly "broke off" when the user was attempting to sit down in a chair. She reports that she fell onto the floor and against a wall. She received a cut to her arm (size approximately 8" x3") where the "skin peeled off". She takes coumadin and reports that area "bled a lot". She was taken to the emergency room by her daughter. She sustained "a bruised elbow, back and bottom, got a cut to one side of her face in addition to her arm, and sprained her wrist". Her arm required daily dressings for several weeks. Her daughter reports that the skin wound was significant and they were worried about it due to her diabetes, but it has healed without adverse sequelae. No further info was available.

Manufacturer narrative:
The rollator is expected to be returned for evaluation. It has not yet been received.